Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they experienced low blood glucose and believes that the insulin pump was over delivering. The customer's parent reported that the motor would not stop and insulin pump keeps delivering. The customer's blood glucose level was unknown at the time of incident. The device will be return for analysis.